Event description:
Patient reported receiving an e4 (occlusion) error message during basal delivery. Patient stated there is insulin visible in the cartridge but there is moisture down inside the infusion device. Patient reported today is the first time he noticed insulin leaking into the infusion device. Patient stated the leak is originating from where the cartridge, adapter and luer lock meet; luer lock connection is secure. Patient reported there is a very small amount of insulin inside of the cartridge compartment of the device; there is not enough insulin to pour out. On call back on (B)(6) 2014 patient reported he changed the cartridge and infusion set and the occlusion did not return. Patient feels fine. No adverse event reported. Requested return of the alleged cartridge, adapter, and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.